Manufacturer narrative:
Device evaluated by MFR: the coyote es was returned for analysis. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination showed the balloon had a rupture. Microscopic examination revealed that the balloon had a rupture 1-2cm from the tip causing the balloon to leak.

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the mild tortuous and mild calcified vessel below the knee. A 4mm x 40mm x 146cm coyote es mr balloon catheter was advanced for dilation. During the procedure, the balloon ruptured upon third inflation at 14 atmospheres for 30 seconds. The device was removed without any problem, and the procedure was completed with another of the same device. There were no patient complications as a result of this event.

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the mild tortuous and mild calcified vessel below the knee. A 4mm x 40mm x 146cm coyote es mr balloon catheter was advanced for dilation. During the procedure, the balloon ruptured upon third inflation at 14 atmospheres for 30 seconds. The device was removed without any problem, and the procedure was completed with another of the same device. There were no patient complications as a result of this event.